Manufacturer narrative:
The customer¿s report that the set leaked, male luer cracked/broke, and unable to disconnect were not confirmed. Visual inspection of the set noted no cracks breaks or damage. Functional and pressure testing resulted in no leaking. The components detached easily. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the tubing set either leaked, cracked/broke at the connection, or the set was unable to be disconnected during an infusion on a neonate patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate.

Event description:
The customer reported that the tubing set either leaked or the male luer cracked/broke at connection or the tubing set was unable to be disconnected during use on a neonate patient. There was no patient harm.